Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the audiologist, in late 2007, the patient was hit in the head. Since that incident, the patient reported headaches, dizziness and ringing even when not wearing the device. An x-ray or CT scan (stenver's view) was recommended. Reportedly, results of an integrity test done in 2008 were consistent with electrode damage. The patient's device was explanted on seventeen days later, and a new device was reimplanted during the same surgery.